Event description:
The customer reported waking up to a button error alarm. The customer stated that he was not pressing a button continuously for more than three minutes. The customer also reported a no delivery alarm. The customer was not comfortable with the insulin pump and requested a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No button error alarm noted. Unable to verify the excessive no delivery alarm test due to the prime anomaly.